Event description:
It was further reported that per log file review the battery exhibited an estimation error. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis, investigation completion and additional information on b5. Product event summary: the controller (B)(6) was returned for evaluation. The battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual and functional testing. A review of the alarm file revealed a controller fault alarm on (B)(6) 2019 at 05:34:06 due to the battery dropping below 12 volts. Additionally, review of the data file revealed that the discharge rate of the battery exceeded 5% every 15 minutes leading up to the controller fault alarm. The active battery (B)(6) was at 26% relative state of charge (rsoc) at the time of the alarm, which may be indicative of an estimation error. However, functional testing could not be performed since the device was not returned. As a result, the reported events were confirmed. The most likely root cause of the controller fault alarm event can be attributed to the battery dropping below 12 volts likely due to a battery malfunction. Based on applicable risk documentation, the battery estimation error event can be attributed, but not limited, to a faulty internal component. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de/ catalog #: 1650de / expiration date: 31-dec-2016 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-dec-2015 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a04 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual and functional testing. A review of the alarm file revealed a controller fault alarm followed by a critical battery alarm on (B)(6) 2019 at 05:34:06 and 05:50:49 respectively. A controller fault alarm will occur if the battery is approaching 0% rsoc. The critical battery alarm was the result of the battery depleting below 10% relative state of charge (rsoc). In this instance, the battery went from 17% to 9% rsoc. As a result, the reported event was confirmed. The most likely root cause of the critical battery and controller fault alarm events can be attributed to the battery depleting below 10% likely due to a battery malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that there was a controller fault alarm. Device remains in use. No patient complications have been reported as a result of this event.